Event description:
As multiple zipfix sternal ties were being implanted on (B)(6) 2013 (total number unknown), a small piece of one of the ties shaved off as the tensioning device was being used. The fragment was retrieved and measured approximately 20mm in length. That specific zipfix tie was removed and discarded. It is unknown what the zipfix was replaced with or whether surgery was prolonged. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number, the device history records review could not be completed.

Manufacturer narrative:
A review of the mfg evaluation revealed no visible damages and the instrument was noted to be in very good shape. A function test was performed and the device was functional as required. During the test it was checked to see if the instrument damages the edge or other parts of the implant, nothing was detected. No manufacturing fault could be detected. The pd event evaluation indicated there was no design, processing specifications, material, packaging, tolerance stack-up/mating parts, sterilization, labeling related issues found on the returned device. The shaved off section returned can be made (replicated) with any system application instruments if the user does not place the instrument perpendicular to the implant head while tensioning. This is clearly documented in the systems technique guide under step 7. When a section has been shaved off from the implant above the locking head it does not impact the performance of the tensioned device.